Manufacturer narrative:
The gds was replaced to prevent recurrences. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation, a visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. Testing of the returned gds revealed no errors or faults. An extended test of the device showed the same lack of errors or faults. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The gas delivery system assembly was tested and no failures were identified.

Manufacturer narrative:
The unit was received at the international service center. The technician tested the unit on 03/07/2017 but was unable to duplicate the reported issue. The gas delivery system (gds) was replaced preventively. The gds assembly was returned to the v60 vent manufacturing facility for evaluation. It was received on 03/15/2017. Evaluation is anticipated, but not yet begun. The name of reporter: dealer ((B)(4).) Dealer declined to provide reporter's name.

Event description:
The international customer reported the v60 unit displayed occurrence of "oxygen not available" alarm. There was no patient involvement.